Manufacturer narrative:
Out of warranty; no request for manufacturers service.

Event description:
The biomedical engineer reported the ventilator alarmed and shut down and restarted during operation. The biomedical engineer reported review of the device diagnostic log noted power fail occurrences. The ventilator was not in use on a pt therefore there was no pt harm or involvement. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to replace the device power supply and power supply and power switch to address the reported problem. The biomedical engineer reported the power supply and power were replaced and the reported problem was corrected.